Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the communicator wouldn't power on. Patient stated that they have tried outlets all around the house but now they can't get any lights to turn on. Patient stated that it was working fine before but now it just died. An email was sent to the repair department to replace the device. Patient stated that they felt a sensation in their leg and that they were trying to connect to their implant to get rid of the sensation. Patient stated that they don't know if their sensation was related to their device or if it is related to a rare muscle disease that they have. Patient stated that they had this sensation ever since they received an upper endoscopy.

Event description:
Additional information was received from the patient. They reported that they first noticed this issue on (B)(6) 2021. Patient stated they do not believe the sensation in their leg was related to the device. Patient states they need a new device. It was reported that the issue was resolved. Replacing the communicator resolved the issues with the handset.

Manufacturer narrative:
Product ID tm90g0, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.